Event description:
It was reported that the left mandibular component needs to be repositioned on the ramus, as the patient has been experiencing joint locking.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event was confirmed based on the imaging provided. The patient received bilateral tmj devices in august 2023 with no reported surgical difficulties. In april 2025, joint locking was reported, and analysis showed both mandibular components were positioned slightly too far anteriorly, especially on the left side, which likely contributed to soft tissue impingement causing the locking; the surgeon is considering open surgery to address this, with possible repositioning if needed. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.